Event description:
A (B)(6) male underwent evar on (B)(6) 2013. He had no iliac occlusive disease left and moderate iliac disease on the right. Mild tortuosity on both sides, and no calcification on the left and mild calcification on the right. The physician placed a flex main body and three iliac leg grafts with spiral z technology (one on the left and two on the right). The physician performed right and left angioplasty in the leg/leg extension after the procedure due to external compression. There was no external compression noted at the conclusion of the procedure and none noted in the 1 month f/u visit. No additional info has been provided by the reporter. Devices remain implanted. Besides the angioplasty, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. Pt and device codes: occlusions are labeled in the IFU. Mfg date: unk as lot is unk. Event eval: still under investigation.